Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device seized and stopped entirely. The surgeon kept trying to put the device forward and backward and the device still would not continue. The patient had a big fibroid uterus. Another same device was used to continue the procedure.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00801. The same patient is represented in each medwatch.